Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Additional patient information; (B)(6).

Event description:
It was reported from h3 ICU that the primary tubing set leaked onto the floor during an unspecified vasopressor medication infusion. It was also noted that earlier that day, the secondary tubing set was found to have a crack. It is unknown how long the patient was not receiving the medication, however there were no adverse effects caused to the patient from the event.